Event description:
Event date: (B)(6) 2023: no arrhythmias/high-rate episodes detected since last interrogation (B)(6) 2023. Possible atrial and ventricular over-sensing on stored egms during high -rate-ns episodes (B)(6) 2023. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: #mw5152575.